Event description:
Dr (B)(6) sent a report that stated that a (B)(6) patient corresponded with (B)(6) physician via email regarding her adverse event post radiesse injections. The patient reported she was injected with one 1.5 cc radiesse "into the face." She has swollen face three weeks after injection under left eye, then swollen left jaw, cheekbone, then right side; she believes "there was a provocation from toothache (top left tooth, number 1)." She consulted a dentist who prescribed clinda-saar 600 mg-18 tablets on (B)(6 ) 2013. Nerve canal was cleared (nerve was already dead for a long time) - antiseptics. She stated, "face is still swollen, no good dynamic. Quite the contrary, under skin palpable 'tight pellets,' wherever radiesse was injected." She is experiencing skin pain because "tight pellets" increase, wherever radiesse was injected. The injecting cosmetician assigned her to a plastic surgeon. Recommendation provided by a (B)(6) physician, dr (B)(6); "change the antibiotic (e.g. Ciprobay 500 mg, twice daily). After 2 days a steroid shot (e.g. Urbason 40 mg for 3 days). If this systematic cortisone administration doesn't show any effect, an injection into the pellets is recommended."

Manufacturer narrative:
The patient was injected with radiesse on (B)(6) 2012 in the cheeks and under her eyes. On (B)(6) 2013, the reaction started; first the left side then the right side from eyes to cheeks and down, and to the ears. On (B)(4) 2013, an update was received from (B)(6) stating "the diagnosis for the prescription of antibiotics by dentist was treatment regarding the toothache, because at the (B)(6) 2013 the dentist from (B)(6) filled the tooth." The device history records for radiesse were not reviewed as the lot number was unknown.